Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh and suspend-tutoplast process fascia lata were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/12/2016. It was reported that following insertion the patient experienced urinary tract infection and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, prolapse, rectocele. It was reported that following insertion patient experienced pain, infection, bleeding, dyspareunia, vaginal scarring and urinary/ bowel problems. No additional information was provided. (B)(4).